Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and the other blood glucose level was 462 mg/dl. The customer was assisted with troubleshooting. The customer was treated with bolus wizard for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that she got high blood glucose when she woke up this morning and got low reservoir alarm early in the morning but she did not change it. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer reported that they did not alleging insulin pump was under delivering. The insulin pump will not be returned for analysis.